Event description:
A routine angiogram was performed in 2000 and closure was achieved using the closer tsl 6fr device. The pt was discharged from the hosp two days later. Two days later, the pt began to feel sick and the next day became febrile. The pt presented to dr who checked the groin area and found no infection. An ultrasound was performed, with no abnormal findings noted. Antibiotics were not prescribed at this time. The pt showed signs of confusion and was admitted to the hosp. At this time antibiotics were administered intravenously. The pt was taken to the or for exploratory surgery and the suture was removed from the arteriotomy site. Cultures from the site revealed staphylococcus aureus infection. The pt was septicemic with multi-system failures noted. The pt was admitted into the ICU and placed on a ventilator. Reports from the field indicate that the pt has subsequently recovered.